Event description:
Dealer is stating that he was working on the chair, and when the hardware was released on the wheel, and the handrim split. No injuries, no other information provided, dealer did state that the end user is very active.